Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up. A chest x-ray found the atrial lead to be dislodged. The lead was explanted and replaced. No patient symptoms were reported.